Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump alarmed for compromised forced system. The customer blood glucose level was 449 mg/dl at the time of incident. Customer stated they were unable to exit the preparing to prime loop. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
Device unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. No compromised force sensor system alarm noted. Device passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. No moisture damage on electronics and motor noted. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.